Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 11-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient's external equipment. It was reported that the communication manager not started correctly service code 389 encountered when trying to pair the replacement communicator. Resolved by restarting the samsung device. The company representative (rep) reported the patient's communicator charging port was damaged so they would be giving them the extra they had in their stock.

Manufacturer narrative:
D9. The communicator was received for analysis on 2025-01-12. Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory h3. Analysis of the communicator found that the micro usb port was loose and rattling. The communicator failed the battery charging bench test. The micro-usb port/hub was visibly damaged, with the micro usb port bracket broken and a burnt l3 on the charge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 40 mg/ml at 3.027 mg/day via an implantable pump. It was reported that the patient was unable to charge the communicator. The charging port on the communicator seemed loose. There were no factors that led or contributed to the event. Diagnostics/troubleshooting performed included having a spare used communicator in the rep's truck which they replaced with the broken one. The issue was resolved. Additional information provided by the rep indicated that the patient initially reported the event.